Event description:
A hospital in another country, reported that a term infant, after being born in a very poor condition, had undergone resuscitation using a rd900aeu neopuff infant resuscitator. At one point, during resuscitation, the fisher & paykel t-piece was noted to be delivering high positive end expiratory pressures (peep) of 25 cm h2o. The peak inspiratory pressure (pip) was set at 30 cm h2o, producing just a little pressure difference to effect ventilation. The situation was recognized by the hospital staff and the neopuff device was adjusted/rechecked. The consultant pediatrician of the hospital was aware of the incident and they are planning to retrain those who will be using the neopuff device. No pt consequence was reported.

Manufacturer narrative:
An investigation was carried out based on the incident report provided by the hospital. Results: the hospital reported that they had adjusted and rechecked the neopuff device after learning that it was not giving the required pressure to effect the ventilation. The t-piece valve controls the peep setting. This valve setting is checked during set-up by observing the pressure reading on the manometer of the neopuff. If the valve is wound tight, this will increase the peep setting significantly. Conclusion: the neopuff user instructions state that the neopuff should only be used after checking that the correct pressures will be delivered to the pt. It appears that the peep valve was wound tight and not checked against the manometer during set-up. The hospital has confirmed that they will be conducting more training for those staff who will be using the neopuff device.